Event description:
Customer reported frequent intermittent response or unresponsive buttons. Troubleshooting found insulin pump was exposed to the rain. Customer stated the numbers are moving up and down with no input from the user. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin had an intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip and cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.